Event description:
It was reported that this event occurred in the ICU department. As the patient was being turned, the PICC "snapped at the hub juncture." The user reports that there was "stretched and tension on the line when it snapped." The catheter was clamped and the PICC was successfully removed from the patient's right arm. As a result, a new PICC was inserted successfully. There was a delay reported, however, no harm to the patient as a result of the delay. There were no complications, death, or injury reported to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional information: this product number is not sold in the USA. However, the catheter involved is sold in other products within the us. The 510(k) number provided is for the products sold within the us.